Manufacturer narrative:
While performing a review of complaint file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 3012307300-2024-07136 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. There was small wear and tear on the encloser and no power cord was provided upon visual inspection. A functional test was performed. The temperature was stable and in the range. The heater issue was not duplicated in the lab. A filter was replaced and a new power cord was added. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device did not heat up properly. There was no patient involvement and no additional harm/adverse event reported.